Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced difficulties charging the pump. Reportedly, the pump was intermittently charging while plugged into a power source. Reportedly, the customer was able to successfully charge the pump using a different usb cable. The customer's blood glucose level was 81 mg/dl.